Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient said the device is not helping their symptoms. Patient said they are getting up and wetting themselves. Patient increased stim but symptoms didn't improve. Reviewed how to change to programs. Patient was able to change programs and increase stim to where they could feel stim. Recommended voiding diary, agent did not ask about the circumstances that led to the reported issue. (B)(6) 2021 (B)(4) (con): additional information was received from patient. They reported that the device is not helping their symptoms and when they increase stim they feel stim down their leg and not in the bike seat area at all. Patient said they are up all night going to the bathroom. Patient tried programs 7, 1,2 and 3 during the call and was feeling stim in the leg and not the bike seat. Patient said they haven't had any falls, trauma or change in activity. Reviewed patient can try the other programs but suggested the patient follow up with healthcare professional (hcp) to have the device checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they were supposed to get the stimulator replaced but had to cancel their appointment because they had been in the hospital (pt did not provide the reason) so they waited for the next appointment. Pt said this has "been going on now almost 6 months or more" they have been changing things but it is not working, it is not helping their bladder symptoms. Pt said they saw dr weaver about a month and a half ago who told them they would schedule the surgical replacement but they have not heard anything about when that would happen.